Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 31-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (ocella), levonorgestrel (mirena), milnacipran hydrochloride (savella), montelukast, norethisterone (nora be), topiramate and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pain ("body ache") and migraine ("migraines / headaches"), 16 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea,"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,") and fibromyalgia ("fibromyalgia."). In march 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced alopecia ("hair loss") and headache ("headache"). The patient was treated with desipramine, duloxetine, morphine, nortriptyline, ondansetron (zofran) and surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pain, fatigue, alopecia, fibromyalgia, migraine and headache was resolving, the nausea outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, back pain, dyspareunia, fatigue, fibromyalgia, headache, migraine, nausea and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number: a34124 manufacture date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a (B)(6)-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (ocella), levonorgestrel (mirena), milnacipran hydrochloride (savella), montelukast, norethisterone (nora be), topiramate and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pain ("body ache") and migraine ("migraines / headaches"), 16 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea,"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,") and fibromyalgia ("fibromyalgia."). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced alopecia ("hair loss") and headache ("headache"). The patient was treated with desipramine, duloxetine, morphine, nortriptyline, ondansetron (zofran) and surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pain, fatigue, alopecia, fibromyalgia, migraine and headache was resolving, the nausea outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, back pain, dyspareunia, fatigue, fibromyalgia, headache, migraine, nausea and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs received : event ¿injury nos¿ is replaced with back pain. Case become incident. Aka name added, reporter added, lot number added, patient demographic added,product indication updated. Events added-back pain, migraines, headaches, nausea, dyspareunia, fatigue, hair loss, fibromyalgia, body ache. Events onset date, events severity, concomitant drug, treatment drug and lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.